Event description:
Caller reported a malfunction on pump with no notable events occurring prior to malfunction. There was no adverse impact to customer¿s blood glucose level. Cts provided pump reset information and assisted caller with resetting pump, although call kept dropping, requiring cts to call customer back to complete reset.